Event description:
It was reported that the catheter balloon was lopsided and did not fill properly with the 5 cc's of sterile water. The patient experienced discomfort. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation verified that the balloon shape of the returned sample was within specification. The catheter was dissected and no conditions were found that could have contributed to the reported event. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. 1) cleanse the area around the external urethral meatus with the cotton c\balls immersed in the antiseptics. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was lopsided and did not fill properly with the 5 cc's of sterile water. The patient experienced discomfort. No medical intervention was reported.